Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -11.00/1.0/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. Reportedly, the lens was too small and it was exchanged for a longer length lens on the same day of surgery. If additional information is received a supplemental medwatch report will be submitted.